Manufacturer narrative:
The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The remaining waveguide was inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide probably came in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer originally reported that the dissector had a damage. Additional questions were asked in regard to the device and incident and, to date, no additional information has been obtained. The device was returned for evaluation with a piece of the active waveguide disengaged from the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the dissector had a damage. Additional questions were asked in regard to the device and incident and, to date, no additional information has been obtained. The device was returned for evaluation with a piece of the active waveguide disengaged from the device.